Manufacturer narrative:
Investigation summary five customer photos were received for investigation. After review and analysis of the customer photos, erroneous results-potassium was not observed. Additionally, 30 retention samples of the incident lot were subjected to a visual inspection and upon completion, no issues relating to erroneous results-potassium were observed. Factors that may contribute to erroneous results-potassium were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, erroneous results-potassium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-potassium. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ tubes, that two (2) tubes provided erroneous results for potassium. The tubes were recollected, and the testing was repeated. The repeat potassium results were in the normal range. There were no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ tubes, that two (2) tubes provided erroneous results for potassium. The tubes were recollected, and the testing was repeated. The repeat potassium results were in the normal range. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA/510(k)#: k230855 a device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.